Event description:
During a preparation for a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console appeared to malfunction, indicating that the keyboard was locked. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation begun, but no conclusions have been reached.